Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the stopcock was disconnected during the norepinephrine infusion. Two new stopcocks were reestablished. There was patient involvement and unknown patient consequences.